Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27708. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and the atrial lead exhibited noise. The noise was not able to be replicated with isometric exercises. Programming changes were performed. The patient was in stable condition.